Event description:
It was reported that pump experienced malfunction alarm described as malf 0, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, and successfully reset it, and since malfunction did not recur, customer was advised to continue using pump and to call back if malfunction codes appeared again.